Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery to support the 62 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock. The patient presented in scai stage d shock and with known peripheral arterial disease. The day of implant the leg became ischemic. There was pallor/color change to the leg. The arm was also ischemic with mottling from an arterial line. The cp was unable to be explanted as the patient was dependent upon the hemodynamic support. The team consulted with vascular team for possible intervention and replacement by an axillary artery placed impella 5.5. The angiography department observed thrombus and performed thrombectomy, which was able to perfuse the limb. Limb ischemia is consistent with the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock and the known risk of ischemic complications in patients with known peripheral arterial disease and large bore access. While on the support the pump is functioning as expected, p-9 with 3.5l/min flow with d5w with sodium bicarbonate in the purge solution. The pump was weaned and explanted after 2 days. The patient survived.

Manufacturer narrative:
Additional information was received stating the patient was send to angiology where a thrombus was observed in the popliteal artery. A thrombectomy was performed to return perfusion to the leg. The pump was discarded and will not be returned.